Event description:
It was reported that when the intra-aortic balloon was inserted, the physician was unable to advance it into the aorta. The intra-aortic balloon was removed and replaced without any complications.